Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: ap3a.240905.015.a2.g991usqshhyi1. Hardware: sm-g991u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose (bg) levels reached 476 mg/dl while wearing the pod on their abdomen between 36 and 48 hours. Symptoms reported include a sore throat, dehydration and high bg. The patient was diagnosed with a sore throat, covid and hyperglycemia. As treatment, the patient was taken off the omnipod therapy and chemotherapy due to the chemo not working. The patient was treated with an insulin drip and intravenous fluids for dehydration. Then the patient was later treated with long acting novolog multiple daily injections. Before leaving the hospital, the patients' omnipod settings were adjusted. The patient was released the following day on (B)(6) 2025. The patient stated they are doing much better since placing a new pod on sunday evening (B)(6) 2025.